Manufacturer narrative:
It was alleged there are multiple pieces of hair inside of the surgiphor packaging. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that multiple pieces of hair inside of surgiphor packaging.

Manufacturer narrative:
Photos available confirmed a particle or debris within the seal. As the associate was loading the assembled material onto the packaging machine it was possible the associate accidentally shaded a piece of hair on to the package. The most probable root cause is inadequate gowning by associate(s) and/or preventive measures during the manufacturing of the product. A production record review was completed and no manufacturing issues associated to the reported event were found in the reviewed lot. All process steps were completed per manufacturing and inspection procedures. Training for zone and gowning procedures were conducted aug 2024 to remind the importance of the line clearance cleanings of the machine. No further actions are required. This failure mode will continue to be tracked and trended.

Event description:
It was reported by the customer that multiple pieces of hair inside of surgiphor packaging.